Event description:
Broken plastic tip of sheath device used in cystoscopy procedure, broke off and apparently fell into vaginal folds. Broken off plastic tip fell out of pt a few hours after procedure. No injury or additional procedure required for pt. Sheath part of obturator device.